Event description:
The reporter stated that a surgeon using the manta ray cervical plate system for spinal surgery procedures has had several cases in which he has had to remove screws from the manta ray plate that were not advancing past the locking arm. These screws were unable to be advanced far enough for the ridge on the screw head to fall below the locking arm and allow it to lock the screw into the plate. The screws were replaced with rescue screws.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.